Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old female (race unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The axillary insertion failed repeatedly and the procedure was aborted.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition, as the impella was unable to pass through the vasculature via the axillary artery.